Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for the call was the patient reported for the last week and a half, they had been having to charge their implant more frequently. Patient said they hadn't had to do that for a long time, but now every day they were waking up to charge the implant and it was dead. Patient stated yesterday they had charged to 40% but when they charge past 40% the controller battery goes down also. Agent asked, patient said they had both batteries in the red about 3-4 days ago. Agent reviewed charge frequency was based on usage/therapy. Patient stated they were not sure if they made any increase to their therapy or not but they thought they may have changed some things. The patient was redirected to their healthcare provider to further address the issue. No symptoms were reported.